Event description:
The manufacturer received information alleging a ventilator's oxygen output decreased. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.